Event description:
Per a report from CT (computed tomography) dated (B)(6) 2018, "positive for caval perforation. Superior extent of filter is at superior l3 vertebral body. Inferior extent mid l4 vertebral body. A total of four prongs have perforated ivc, series 2, image 59. Maximum distance prong perforated is 4.18 mm, series 2, image 59. Coronal images show 7.88 degree tilt of filter left-to-right, series 300, image 33. Sagittal images show 5.83-degree tilt anterior-to-posterior, series 301, image 48. Diameter of ivc directly above filter measures 26.14 mm x 24.12 mm, series 2, image 50. A prong has perforated the right common iliac artery, best appreciated on series 2, image 59, and series 300, image 33."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were corrected: g5 and h4. The following fields were updated per additional information received: b5, b6, and h6. Additional information: investigation. The investigation was reopened due to additional information provided. The following allegations have been investigated: perforation, tilt, and anxiety/fear. The reported allegations have been further investigated based on the information provided to date. A total of 20 devices were manufactured in the reported lot. To date, no other complaints have been reported against this lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety/fear is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference # 3002808486-2019-00640. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # of referenced in this initial medwatch report. Blank fields on this form indicate the information is unknown or unavailable, or unchanged. Non-healthcare professional (attorney). This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via the right internal jugular vein due to deep vein thrombosis with complication related to anticoagulation. Patient is alleging tilt, vena cava perforation, and organ perforation. The patient further alleges "one prong of the ivc filter has perforated my right common iliac artery. I live with the anxiety of having this filter that could fail at any time, but that it cannot be retrieved without a serious surgery. I live with the fear that my filter has tilted within my vena cava, and that it has perforated outside of it into another organ."